Event description:
The MFR received info alleging a pt expired while using an everflo oxygen concentrator.

Manufacturer narrative:
The device was returned to the MFR for eval. The technician found the device to operate to design specs. There was no malfunctions or deficiencies found during testing. The device passed all final required tests.